Manufacturer narrative:
E1: initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two bd vacutainer® sst¿ blood collection tubes, customer noticed cracked tube and air bubbles in the gel. No patient or user impact reported.

Event description:
It was reported that while using two bd vacutainer® sst¿ blood collection tubes, customer noticed cracked tube and air bubbles in the gel. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Both photos depicted two tubes, one with gel air bubbles and another with a crack on the side of the tube. Additionally, a total of 30 retained samples were visually inspected for damages, and all were found to be within specification limits. Also, 10 retained samples were visually inspected for brittleness, and all passed the inspection. Another set of 30 retained samples were visually inspected for gel air bubbles, and none of these samples failed the inspection. Complaints for sample quality are under statistical control for the month of january 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: cracked tube and gel air bubbles during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.